Manufacturer narrative:
The customer's product data has been requested for investigation. A follow-up report will be filed once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified issue was reported with the freestyle librelink application and customer was unable to obtain readings. Customer reported requiring third-party medical intervention however no additional details were provided and attempts to gather additional information have been unsuccessful thus far. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful, and/or the customer discarded the product. No product has been returned as of this report. No product has been returned and a valid serial number has not been provided. Adc product quality engineering (pqe) investigated the complaint about the freestyle librelink app (fsll) and determined that there was no indication that the product did not meet specifications. As there was no available tracking and trending data at the time of the investigation, a tripped trend review was not performed but the complaint will continue to be monitored. If the product data is returned, the case will be re-opened, and an additional extended investigation will be performed. All pertinent information available to abbott diabetes care has been submitted. The date of the event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event.

Event description:
An unspecified issue was reported with the freestyle librelink application and the customer was unable to obtain readings. Customer reported requiring third-party medical intervention however no additional details were provided and attempt to gather additional information have been unsuccessful thus far. There was no report of death or permanent injury associated with this event.